Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6). Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 35307696.

Event description:
It was reported that patient had experienced numbness and weakness from the spinal cord stimulator (scs) devices. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and will not be return. No device malfunction was suspected.